Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during unpacking the flexima all purpose drainage catheter the catheter was stuck to the paper backing of the packaging. Once removed from the package, paper was stuck to the device. The device never entered a patient and no injury occurred.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, results codes. Device evaluated by MFR: received one apdl/8 flexima regular catheter device loaded with metal cannula and trocar together with original opened pouch/ product label and flexible stiffening cannula. The packaging card was not returned with the device, but the dfu remained attached to the pouch. No residue was present on the catheter indicating the device was not used. From a visual evaluation, it was found that white material was stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design due to packaging design change which introduced the packaging card inside the pouch. (B)(4).

Event description:
It was reported that during unpacking the flexima all purpose drainage catheter the catheter was stuck to the paper backing of the packaging. Once removed from the package, paper was stuck to the device.the device never entered a patient and no injury occurred.